Manufacturer narrative:
Patient history of pump stops and driveline repair in (B)(6) 2020 is covered under MFR report number (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported, per the vad coordinator, that the patient had pump stops in november, received an x-ray to determine driveline damage, and had an external driveline repair on (B)(6) 2020. The patient was given a regular 14v patient cable and monitor for alarms. The patient was given an ungrounded cable as a spare in case she had more pump stops. The patient experienced a pump stop on (B)(6) 2020 after 10pm while on the power module and was instructed to change to the ungrounded cable by the vad team. Technical services reviewed the log file and noted that the pump stop appeared to have occurred when the patient changed over to the power module. These events occurred on (B)(6) 2020 between 21:23-22:16. During the pump stop at 22:16, the power rose up as high as 25.5 watts.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file submitted by the account confirmed a pump stop and low speed events. Based on experience with the heartmate ii (hmii) left ventricular assist system (lvas) and similar reported events, the pump stop and low speed events that occurred while the patient was supported by the power module could be indicative of driveline damage. On (B)(6) 2020, the submitted log file captured two low speed events, as well as a pump stop with corresponding hazard alarms for low speed and low flow. These events occurred while the system was supported on the power module. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No additional related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdow. To occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the plan of care was for the patient to use their ungrounded 14v cable at home and in the clinic. The patient was asymptomatic during the alarms and was stable with international normalized ratio (inr) values between 2-3.